Manufacturer narrative:
When reviewing similar reportable events for maxilift device (battery fell off the device) we have been able to establish that this appears to be an isolated event, there is no complaint trend with this part nor with this failure mode. It has been indicated that when the event occurred, device did not meet its specifications and in this way has contributed to the event. The maxilift device was directly involved with the reported event but was not being used for treatment or diagnosis of the pt. We have not been able to find any contributing manufacturing anomalies. (B)(4). From our evaluation it appears that the initial cause of the event where battery fell off the device was most likely caused by damage of the battery clip which supports the battery into the place as the clip was defined to be defective and was replaced by the technician after the incident. Those kinds of damage can be caused by broadly defined misuse such as wrong way of fitting the battery or taking it of the lift or as a result of user not following instruction given in instruction for use. In the instruction for use delivered with the device 4.km.00/1 gm from january 1995 explain how to correctly remove the battery from the lift. Looking at the unit service history we came to the conclusion that a battery holder were detected to be disfunctional on performed pm inspection on (B)(4) 2011. It is registered that the technician did not get permission to exchange it, just left quote with customer. There is no other visit registered after that service on the device. Therefore the root cause appears to be a product being outside of its lifetime and not properly maintained: had the device been repaired the event would not have occurred. When the IFU would have been followed, the event would have been avoided. From this evaluation it would appear most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU contents. We find this complaint as reportable to the competent authorities in abundance of caution.

Event description:
(B)(4).